Event description:
The customer reported that they were unable to obtain an etco2 reading during use on a patient. There was no report of negative patient outcome due to the device behavior.

Manufacturer narrative:
(B)(4). The customer reported that they were unable to obtain an etco2 reading during use on a patient. There was no report of negative patient outcome due to the device behavior. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.